Manufacturer narrative:
(B)(4).

Event description:
It was reported several ventricular fibrillation episodes were observed following appropriately delivered shocks. The patient soon received inappropriate shocks due to noise. Some of the episodes showed oversensing of potential lead noise. The lead was capped and replaced. No further information is available.